Manufacturer narrative:
Date of event was approximated to 09/01/2019 as the event date was reported to have occurred approximately five weeks ago. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter. Reportedly, the clip would not come off of the tissue, despite numerous attempts to slowly and carefully remove it. Eventually, the catheter was cut, and the clip was released. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 22, 2019. It was reported that the procedure performed was colonoscopy. The procedure was completed with another resolution 360 clip device.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date was reported to have occurred approximately five weeks ago. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not release from the catheter. Reportedly, the clip would not come off of the tissue, despite numerous attempts to slowly and carefully remove it. Eventually, the catheter was cut, and the clip was released. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.